Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device results were 3.8 inr in 2006, and 3.6 inr on two days later. The corresponding lab results reported were 14.4 and 2.4 inr. The pts coumadin was held on original date for two days. The device was replaced and requested to be returned for eval.